Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer # 3006705815-2023-07685. It was reported that the patient experienced autoreducing and needed to be hospitalized. Both programs were auto reducing, patient reported two falls since seen (B)(6). Per rep update 07nov2023 the patient experienced dual lead fracture. Physician set ipg into surgery mode and prescribed patient to do sij injections, no further intervention is planned until patient is fall free for one year.